Event description:
Clinician reportedly forgot to turn the vaporizer on at the start of a case, resulting in pt awareness. There was not reported pt injury. Investigation/conclusion: the customer inadvertently forgot to turn on the vaporizer. The customer has since been re-inserviced on the use of the aisys anesthesia machine.

Manufacturer narrative:
Note: customer is unsure which specific aisys machine was involved in the reported event. Thus no serial # can be provided and no device MFR date can be provided.